Manufacturer narrative:
Summary of evaluation: the results of the evaluation performed indicated that the cause of the event was attributed to repeated impact to the end cap resulting in failure. Corrective action has long since been implemented to preclude such events.

Event description:
While impacting the acetabular shell, the driving platform snapped off. This event did not cause any adverse consequence to the pt.